Event description:
During a bronchoscopy procedure, the forceps head detached from the inner drive wire and outer cable into the patient's lung. The detached portion of the device was immediately retrieved with alligator forceps. There was no adverse patient outcome reported.